Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge leaked from the patient line. The user successfully loaded a new cartridge. The user's blood glucose (bg) level was 212 mg/dl. However, the user reported a bg level of 530 mg/dl that occurred earlier in the morning. Reportedly, the user removed the pump to shower, ate a meal without the pump, did not resume insulin therapy for a few hours, and no bolus was administered to cover the meal. The user addressed bg level with a bolus when insulin delivery was resumed.